Manufacturer narrative:
(B)(4). This is a report of a use error, where the cassette was switched out but the bags were not. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.

Event description:
It was reported that the home patient switched out the cassette but did not switch out new bags when starting over for peritoneal dialysis therapy. The patient was connected to the setup. The patient was advised that this should not be done and to always replace the entire setup when starting over. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.